Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded receiver log did not confirm the reported event of an unrecoverable loss of antenna passed threshold. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and no defects were found. The receiver would not run on the global receiver functional test station, therefore, a data log was unable to be retrieved. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection passed. It was observed that the receiver was re-initializing continuously. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.